Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of intraocular lens (iol) had a small tear which was noticed as it was loading in eye. Additional information has been requested, received and stated there was no patient harm. This report is associated with multiple complaints. This file is 1 of 2.